Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15-minute result read time. Improper test cassette storage was noted during troubleshooting that may have contributed to the event. Analyzer data was obtained and analyzed as part of the investigation. Analysis did not conclude a product performance issue. Root cause: cannot duplicate with retains; unable to determine. Source: phone.

Event description:
Customer reported one false positive result for one patient. The customer communicated the result was confirmed negative by molecular (pcr testing). The patient was asymptomatic (off-label use).